Manufacturer narrative:
Batch review performed on 14 march 2022: lot 187982: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2023-dec-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting patella pain and the cause is unknown. About 2 years and 11 months after the primary surgery, the surgeon resurfaced the natural patella and revised the liner with a higher one due to laxity. The surgery was completed successfully.